Event description:
It was reported that both monitors on the 9800 system would flicker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.